Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient felt like the ins battery only lasts a day and then they have to charge it again/charge it everyday. The patient stated this started 2 weeks ago. The patient noted that they do charge the ins to 100%. An email was sent to the local manufacturer representatives (rep) as the patient was transitioning to a new healthcare professional. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.